Event description:
It was reported that the patient experienced two infusion set fell off during use events on (B)(6) 2026 causing hyperglycemia. The infusion set was used for twelve hours. The high blood glucose was treated by correction bolus via pump.

Manufacturer narrative:
MDR initial 1 of 2. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.